Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 214 mg/dl and 105 mg/dl. Customer used 2 strips from separate vials (same strip lot) to obtain the results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.